Manufacturer narrative:
Eval summary: glenosphere not seating properly onto baseplate may be caused by soft tissue or bone trapped around baseplate taper during glenosphere insertion, insufficient bone clearance around baseplate, or interference with retractors. Each scenario could potentially cause glenosphere to not completely seat on baseplate. Straight-on exposure of glenoid is necessary for proper reaming and component insertion. The use of baseplate reamer 2 (36mm or 40mm) is needed to remove bone around baseplate to avoid impingement with glenosphere. No product was returned for evaluation. Device history records indicate that device manufactured to specification.

Event description:
It is reported that the device was implanted in 2007. Thirteen days post-op, it was noted on x-rays that the glenosphere was mis-seated. During surgery, at first there was limited exposure, and when the glenosphere was initially put on, it "popped out". A different retractor was then used which gained better exposure. The doctor could then see the glenosphere riding down the taper and he "smacked" it on. Per the physician, at this point, the pt has no pain and is stable. No revision surgery is scheduled.